Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump delivered less insulin than requested for a bolus. The customer's blood glucose (bg) level subsequently increased to 295 mg/dl. Customer administered a manual injection to address high bg. A system check was performed and no pump or supply issues were identified; however, the customer maintained the belief that the pump caused the reported issue. Reportedly, the customer continued to use the pump for insulin therapy.